Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a critically ill and agitated patient was placed in protective restraint, due to the difficulty of vascular puncture. The nurse performed mini midline catheterization at the bedside. After routing disinfection and during the puncture process the patient is restless. Using the ultrasound-guided needle to see the tip of the needle after the return of blood into the catheter anterior section was smooth. The posterior section of the sense of resistance, pumping back to the blood normal, tense the skin and then into the needle when the resistance is fine, immediately line back to the needle, the return of the needle was found to be fractured in the anterior section of the catheter. When the needle was withdrawn, the anterior segment of the catheter was found to be broken. Immediately tighten the tourniquet and ask the head of the sedation team and the doctor on duty for consultation. After transferring the pushing the patient into the operating room, the catheter was removed from the puncture in the right upper arm by breaking the skin. The catheter was intact and twisted into a mass. Cover with dressing therapy and dress the arm incision.